Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
It was reported the patient had an "other or unknown product issue" specified as underdose symptoms (shivering attacks). The manufacturer representative (rep) recommended the patient go to the hospital immediately. Hospitalization was reported. At the hospital, they determined the patient had a bladder infection. According to the patient's healthcare professional (hcp) there were no underdose symptoms. The pump remained implanted and the patient was listed as "alive - no injury". The pump was used to deliver baclofen, hydal and clonidine. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.